Event description:
Major pump unit(s) involved: device thrombosis. Suspected due to hgbn 122.2, not confirmed by analysis at this time. Specific component(s) involved: pump drive unit malfunction. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: pump drive unit malfunction.